Manufacturer narrative:
All buttons are functioning properly. No damage on the keypad assembly noted and no unlocked lcd keypad connector during visual inspection. The insulin pump received with the operating currents within spec. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and displacement accuracy test. No excessive no delivery alarms noted. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button anomaly and that they had experienced a low blood glucose level of 44 mg/dl. The customer treated their low blood glucose with food and glucose tablets. The customer also received a no delivery alarm but was not able to recall the entire event. Additionally, the customer was also hospitalized on (B)(6) 2016 due to high blood glucose. The customer had nausea, diarrhea, and their blood glucose level was over 400 mg/dl which they treated with a manual injection. The customer's blood glucose level at the time of admission was at least 300 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. The customer was advised that the device would be replaced and agreed to return the product for analysis.